Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a hardware failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) logged into the station, accessed hardware test application (hta) and ran diagnostics multiple times, which showed random cubie failures across various rows. The fse shut down the station and removed the back of the drawer. The fse replaced the retractor band and reassembled the drawer. Testing in hta still showed some cubie failures, so replaced the row board cable, reassembled the drawer, connected the bus cable, and powered the station back up. The fse again logged into hta and ran multiple drawer tests. The fse unlocked the e compartment and verified that the customer successfully scanned a barcode using the scanner in the cradle, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a hardware failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.